Event description:
The patient reported pain just below the implantable cardiac monitor (icm) incision site. They also stated that one side of the icm was implanted shallower than the other and more horizontally than vertically. They also reported that the monitor had slightly migrated, creating a pocket in which it moves during the day. The icm remained in use until it was upgraded to an implantable cardioverter defibrillator (ICD). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.